Event description:
Affiliate reports that it is no possible to sterilize the instrument adequately. It was reported that following instrument set sterilization, the customer lifted the screwdriver and found a piece of black debris in the sterile field. The source of the debris was not identified, however, the surgical procedure was extended by three hours as the entire setup was resterilized and an additional two hours, so that the instruments could dry.

Manufacturer narrative:
The quick connect polyaxial screwdriver is not available for evaluation. Review of the device history record cannot be performed as the device lot is unknown. The customer's method of cleaning the instrument is unknown. The instrument is safe for use following depuy spine's IFU that contains guidelines for manual cleaning and inspection of surgical instruments prior to sterilization as well as by following standard hospital cleaning practices. At this time, the complaint is considered to be closed.